Manufacturer narrative:
The automated impella controller (aic) has been returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A complainant reported that while setting up an impella cp pump for training, the purge cassette door on the automated impella controller (aic) was opened and the blue purge holder fell out. Due to the broken component, a second console was used for training. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.